Manufacturer narrative:
The manufacturer is currently waiting for information regarding next sensor removal attempt. The additional information will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where user reports an unsuccessful removal attempt of the sensor sn (B)(6) on (B)(6) 2024.

Manufacturer narrative:
The user's next removal attempt was scheduled for (B)(6) 2024. As per latest update, the previous sensor, sn (B)(6), and the sensor that was causing the user pain, sn (B)(6), documented in a separate case (MFR# (B)(4)) were successfully removed. No further investigation was found necessary. B4. Date of this report updated to 09 october 2024. D6b. Explanted (B)(6) 2024. G3. Date received by manufacturer updated to 09 october 2024.